Event description:
It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the left common femoral artery after an interventional procedure. Reportedly, after clip deployment, hemostasis was not achieved. Manual compression was applied to achieve hemostasis. There was no reported adverse patient sequela. Though requested, additional information was not provided.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device found that the device was fully clip deployed. The external components were in the correct post deployed positions and undamaged. The distal end of the carrier tube was also examined and the clip tine witness marks were present evidencing the clip had been deployed. The vessel locator wings were examined and found to be normal for a deployed device and not a contributing factor in the event. There were no observations found with the device that would have contributed to the reported event. The reported use of a 7f procedural sheath in the case is not within the indications for use which states: the starclose vascular closure system is indicated for the percutaneous closure of common femoral artery access site while reducing times to hemostasis and ambulate in patients who have undergone interventional endovascular catheterization procedures utilizing a 5f to 6f procedural sheath. Based on the investigation findings, the cause for the failure to achieve hemostasis with this device is due to use other than the labeled indications. A review of the finished device lot history records did not reveal any nonconforming material records associated with this lot. In addition, a query of the complaint handling database was performed and there have been no other previous incidents reported for device operates differently than expected and hemostasis. There does not appear to be any indication of a lot specific product quality deficiency. No manufacturing or quality deficiency was detected. To assure that all products perform according to specifications they are subject to an inspection during manufacturing. In addition, a quality control audit inspection is performed to verify product quality.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated age and weight (reported as late (B)(6) lbs.) Indication for use. The device was received. Investigation is not yet complete. A follow-up will be submitted with all relevant information.